Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio: 3.3, lab 3.2. Technical support to follow up with pt to explain reason for discrepancy.